Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The device was initially not going to be returned and will not be returned. Reference to complaint # (B)(4).

Manufacturer narrative:
It was reported to intuvie that the pump p30 needed to be adjusted from 320 which is alarming occlusion at 11.63 psi to 270 which alarms occlusion at 32.26 psi. The passing specification for the 30 psi test is 22-38 psi. A review of the serial number history revealed no similar complaints associated with this device. The root cause is unknown. The complaint is not confirmed. The device in question has not yet been returned to intuvie for further evaluation. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that the pump p30 needed to be adjusted from 320 which is alarming occlusion at 11.63 psi to 270 which alarms occlusion at 32.26 psi. The passing specification for the 30 psi test is 22-38 psi there was no patient involvement, this was discovered during routine testing.